Event description:
Procedure type: low anterior resection/end to end anastomosis. Patient sex: male. According to the reporter, the device was fired, but the handle couldn't be squeezed completely. Staples were placed, but tissue was only partially cut, and the anvil didn't tilt. Another device was used to complete the anastomosis. Reportedly, no bleeding occurred.